Manufacturer narrative:
The investigation was not completed at the time of the initial report. A follow-up analysis was completed at the manufacturing site. Each device assembly step was evaluated for potential contribution to the noted failure. Components were also evaluated. No contributing factor was identified from either the assembly process or components used. Finished devices were then analyzed under representative use cases. Probes were connected to holsters, following steps noted in the IFU, then placed in a simulated use configuration utilizing a test fixture. Devices were tested under correct positioning (probe needle properly positioned in holster firing fork) and incorrect positioning (probe needle positioned incorrectly outside of holster firing fork). When incorrectly positioned, the event was duplicated. The firing fork ensures the firing stroke does not travel too far when the needle is fired, and ensures proper positioning within the breast based on stereotactic x-ray imaging pre-firing. When the probe is improperly positioned outside of the firing fork, the firing stroke is overextended, potentially causing a separation of the needle from the probe (as in this case). Retraining of the technicians at the medical facility to reinforce proper positioning and use of the mammotome stereotactic biopsy probes has been conducted.

Event description:
The sales rep reported that the legacy 8g stereo probe needle broke inside the breast. When fired, the probe shaft shot into the breast and past the lesion. When the tried to pull the holster and probe back, the metal shaft disconnected from the probe. The procedure was completed with another device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Investigation summary: on (B)(6) 2015, an mst8 probe, lot number f11504306d1, was rec'd in disassembled condition from the customer for eval. The condition of the returned device showed evidence of having been used in a procedure. An initial eval confirmed that the carriage assembly was broken at the proximal end of the carriage. Because the probe was disassembled, a functionality check was not possible. The end tab of the carriage was found in the internal chassis of the probe. The device has been forwarded to site of manufacture to further analyze for malfunction and root cause determination. Investigation is still in progress. An evaluation of the device history record was also conducted. No non-conformities were observed.